Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an air detected set was confirmed in the pump's event history. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on this device and the functionality of the device was unable to be verified due to estimate refusal by the customer. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been returned unrepaired due to the refusal of the service estimate by the customer. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with an air detected set, which constitutes a possible false air in line alarm; this is report 2 of 9 of this condition. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.